Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the battery would not charge with the charging cable or wall adapter. No impact to the customer's blood glucose. The customer used an alternate wall adapter and charging cable to resolve the issue.